Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was conducted and the report indicates that the connection between the handle and the hexagonal was not permanent. The hexagonal pin has signs of wear. This could be due to high mechanical forces. Further investigations of the manufacturing and material documents show no deviation according to our specifications. Device history record documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported: by slight resistance it is not possible for the surgeon to screw because the screwdriver blocks. This is report #1 of 1 for complaint (B)(4).